Event description:
It was reported that the patient was admitted to the hospital five days after implant due to a spinal headache. The patient was discharged two days later. The patient had a follow up appointment scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-45, (B)(4), implanted (B)(6) 2012, explanted unk; lead model 3777-45, (B)(4), implanted (B)(6) 2012, explanted unk; programmer model 37744, (B)(4); recharger model 37752, (B)(4).

Event description:
Additional information received reported the cause of the headache was most likely dural puncture, and was not device related. The patient was enjoying her implantable neurostimulator and the coverage it provided.